Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: after insertion and removal of the needle of the nexiva # 18 ga piv catheter lot #4156837 exp 2027-05-31, blood seeped out back stop port requiring removal of piv and insertion of new piv. Please include our intermountain case number (B)(4) with all email communication.

Manufacturer narrative:
Inital reporter address updated in e tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383559 and lot number 4156837. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.